Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00041-00 for details pertinent to this event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the first tracheostomy tube was placed and showed leakage after 17 days of use with a patient. The incident occurred at the patient¿s home and was handled by a healthcare professional. The issue was resolved by replacing the tube with a new one. A sample photo provided. There was patient involvement, but no patient harm reported.